Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use: "gif-1200n, operation manual, chapter 3 preparation and inspection describes how to detect the subject event. Gif-1200n, reprocessing manual, chapter 5 reprocessing of the endoscope (and related reprocessing accessories)" olympus will continue to monitor field performance for this device.

Event description:
The customer reported the gastrointestinal videoscope had a water leak. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, it was found a foreign matter in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: water tightness is not maintained due to perforation of the forceps channel; the bending angle is insufficient due to the elongation of the angle wire; the play of the angle knob is out of the normal state due to the elongation of the angle wire; the insertion tube is discolored due to handling (insufficient cleaning; there are curved rubber scratches caused by external factors; the curved rubber adhesive part is missing; there is a foreign object inside the nozzle; the adhesive part of the lighting lens has come off; scratches are found on the operation part; scratches are found on the switch box; the suction cylinder is scraped; there are scratches on the upwards/downwards knob; scratches on the operation unit cover due to external factors are observed; there are scratches on the right/left knob; scratches are found on the grip; scratches are found on the universal cord; scratches are found on the scope connector; there are scratches on the scope connector cover; paint on the suction cylinder is peeled; ; due to a pinhole on channel tube, water tightness is lost; bending section cover or distal sheath rubber has a scratch; bending section cover or distal sheath rubber has a chip; connecting tube has discoloration; and the switch box has a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.